Event description:
The patient had a dye study on (B)(6) 2014. Their healthcare provider (hcp) programmed a bolus after the dye study, but they needed to stop the bolus and re-prime the appropriate amount. The physician overprimed as the initial prime was calculated using both the pump tubing and the catheter tubing. They stopped the prime before the drug reached the patient and correctly reprogrammed using only the catheter length. The patient had no symptoms and was reportedly doing well.

Manufacturer narrative:
Concomitant products: product ID , serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).